Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective/damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris lvp experienced defective tubing. The following information was provided by the initial reporter: pct went into the room to assist with morning vitals and blood work. Noted the floor to be wet. She turned the lights on and called for help. I, rn, went into the room to inspect the water under the IV pump. Upon inspection noted there was a tear in the IV tubing. The tear was at the very top of the softer part of the tubing that gets placed within the the IV pump. Tubing saved in case inspection is necessary. This has the capacity to have caused a fall of the patient or team members, which is why the severity level was chosen.

Event description:
It was reported that the bd alaris lvp experienced defective tubing. The following information was provided by the initial reporter: pct went into the room to assist with morning vitals and blood work. Noted the floor to be wet. She turned the lights on and called for help. I, rn, went into the room to inspect the water under the IV pump. Upon inspection noted there was a tear in the IV tubing. The tear was at the very top of the softer part of the tubing that gets placed within the the IV pump. Tubing saved in case inspection is necessary. This has the capacity to have caused a fall of the patient or team members, which is why the severity level was chosen.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.